Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the absolute pro instructions for use as a known patient effect that may be associated with use of a peripheral device in native peripheral arteries. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficult to remove as well as the patient effect of intimal dissection. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mildly tortuous, moderately calcified, proximal superficial femoral artery (sfa). An absolute pro stent delivery system (sds) was advanced to the lesion and the stent implant was deployed with no issues noted. During removal of the sds from the anatomy, the sds met resistance with the unspecified introducer sheath and a proximal edge dissection occurred. An unspecified balloon dilatation catheter was used to successfully repair the dissection. No additional information was provided.